Event description:
It was reported to boston scientific corporation that a jagtome rx 49 was used during a procedure performed on (B)(6) 2022. During the procedure, when the device was first energized, the cutting wire of the jagtome rx 49 broke. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 49 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when the device was first energized, the cutting wire of the jagtome rx 49 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h2 (additional information): block b5, block d7a, block e1 (initial reporter first name and last name, initial reporter phone), block e3 (occupation), block h6 (impact codes), and block h8 have been updated based on the information received on june 9, 2022.

Event description:
It was reported to boston scientific corporation that a jagtome rx 49 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when the device was first energized, the cutting wire of the jagtome rx 49 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 49 was analyzed, and a visual evaluation noted that the cutting wire was broken at 1 mm from the proximal pierced hole and it was also bent. The device was observed under magnification and the cutting wire was broken, bent, and blackened. Also, the working length was torn in the section of the cutting wire. No other problems with the device were noted. The reported event of cutting wire was broken was confirmed. Upon analysis, it was found that the cutting wire was broken, bent, and blackened. Additionally, the working length was torn. Based on the condition of the device, the problem found could have been generated due to user technique upon removal of the device from packaging, handling, and manipulation of the device. Advancing the device through the scope, or triggering the device while it was inside the scope can break or bend the wire. The cutting wire being blackened indicates that the device was energized. This concurs with the reported problem, where it was stated that the cutting wire broke at the first electromagnetic pulses. Energizing the wire without being in contact with tissue during the procedure could also have broken the cutting wire. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.